Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient reported the infusion set leaked insulin from the connector area on 2 occasions. No adverse event reported. The alleged product was discarded.